Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after clip deployment, bleeding continued. When the device was removed, the clip was found to be deployed in the exchange sheath, percutaneous access was regained next to the existing access site and a second starclose se device was used to achieve hemostasis. There were no reported adverse patient effects. No add'l info was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for eval. It has not yet been received.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the device was returned fully clip-deployed with all components in proper post clip deployment positions. The locator wings were bent, preventing them from fully collapsing into the clip delivery tubeset when the clip was fired. In addition, the exchange sheath was slightly shredded at the distal-end, consistent with the clip tines shredding it during clip delivery; however, there was no indication that the clip may have been captured at the exchange sheath. Based on the investigation findings, the probable root cause for the bent locator wings is tissue compaction that exerted a distal force on the locator wings while in the tissue tract. Tissue trapped between the distal-end of the clip delivery tubeset and the locator wings can bend the locator wings and prevent them from fully collapsing into the clip delivery tubeset during clip deployment. Based on the investigation, the probable root cause for the shredded exchange sheath is a tight tissue tract. Instead of the tubeset sliding easily within the exchange sheath, tissue compression forces may cause the exchange sheath to drag along with the clip delivery tubeset as it is distally advanced, resulting in the clip tines shredding the exchange while the clip is being fired off the clip delivery tubeset. Bent locator wings combined with the shredded sheath can interfere with the clip deployment. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported by service report that the cot is leaking fluid. It is unk if there was pt involvement or if there are adverse consequences to report.